Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a broken reservoir tube lip, a missing o-ring cracked battery tube threads, minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had pieces missing where the reservoir screws in at the top and bottom part of the round portion. Customer stated that she dropped the pump on time and 2 pieces of the pump case are missing. Customer mentioned that it was cracked for the first time about 3 weeks ago. Customer stated that the second time, another piece cracked off and the o-ring came out. Customer stated that she has been having a few low blood glucose readings lately. Customer declined troubleshooting and stated that she experiences lows because she doesn't eat properly and has been doing physical activities. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.